Event description:
It was reported that the patient experienced pain associated with the implantable pulse generator (ipg) inside of the pocket. A pocket revision was successfully performed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.